Event description:
Laboratory evaluation was consistent with hemolysis which was concerning for thrombus formation within the vad.he was started on heparin gtt and coumadin dose increased. He had improvement in his hemolysis, indicating resolution of the thrombus.